Event description:
Fired contour c540b, staple line was not complete (lot #n92w15). Opened second stapler and had same issue, staple line not complete after firing (lot #n92a2v). Surgeon used sutures to complete closure.